Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the infusion set tubing and site multiple times. The customer's blood glucose (bg) level was in the 300's mg/dl and an insulin injection was used to address the bg level. A system check was performed using the current supplies on the pump. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer changed the infusion set site and resumed insulin delivery.